Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a product performance anomaly. This lead has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a product performance anomaly. This lead has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this ra lead was explanted and replaced due to presenting noise on the right atrial channel. This lead has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.